Event description:
Related manufacturer reference #: 1627487-2019-08877. Additional information revealed the patient's issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-08877. It was reported that the patient's leads were eroding through the skin at the back of the head. The patient met with the physician and it was noted the patient had a pea-size area at the right posterior aspect of the head, that had slight skin lifting with a small white spot. No signs of infections were notated. As such, the patient underwent surgical intervention on (B)(6) 2019 where the leads were repositioned.